Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging the ins too often, and the device was not giving proper stimulation. It was reported that the patient¿s ins battery dies after 24 hours and it used to last longer. It was also reported that the patient doesn¿t get stimulation after 24 hours. The patient was redirected to their healthcare provider (hcp). No further complications are anticipated.